Event description:
Medtronic rec'd info that during cardiopulmonary bypass, hemodilution was observed through this hollow fiber oxygenator. Specifically, it was reported that body fluid was observed to be leaking from the inner part of the arterial line into the heart exchanger, and body fluid was found to be filling the heat exchanger and leaking from the seal onto the floor. It is not known if the device was changed out, or if the product was used throughout the procedure. It was reported that the pt experienced post-operative pulmonary edema.

Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications where released for distribution. Conclusion: no definitive conclusions can be drawn regarding the performance of this product, as the product has not been returned for analysis. It is unknown at this time if the product will be returned, but this info has been requested. A review of complaints has noted no similar observations on this product lot, and there are currently no trends for this particular issue. Should additional info become available, this report will be updated.